Manufacturer narrative:
The customer¿s experience of nuisance occlusion alarms was neither confirmed nor replicated. The pcu event log shows pump module s/n (B)(4) was programmed to infuse norepinephrine 16mg/250ml (drugid 362) at a rate of 9.38ml/hr with a vtbi of 200ml at 8:40 am on 29 may 2019 and ran at various rates until 11:51 am when the device was channeled off. The volume recorded as being infused during this period was 43.964ml. The device alarmed 1 time during this period for patient side occlusion and the infusion was able to be restarted. There were no other alarms during this period. Functional testing performed found the pump module can detect both fluid side and patient side occlusions within specifications. Patient side occlusion value = 8.252psi. The disposable set was not returned for investigation. The device was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device experienced nuisance occlusion alarms. The customer would like an alarm review to confirm the device programming.